Event description:
Same case as 6000089-2007-01571. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion located in the left anterior descending (lad) artery was being treated for in-stent restenosis of a non bsc stent. The physician pre-dilated the proximal and mid lad using a 2.5x15mm non bsc balloon, inflated to 6 atms for 60 seconds. A 2.75x20mm taxus express2 drug eluting stent was implanted in the proximal to mid lad at 10 atms for 30 seconds. The stent was post dilated with the stent balloon at 12 atms for 30 seconds. A 2.5x20mm taxus express2 stent was implanted at 10 atms for 30 seconds at the distal side of the previously implanted taxus express2 stent. The stent were overlapping with no gap. Ivus confirmed that the stents were dilated completely. Heparin and sigmart were given during the procedure. Panaldine and aspirin were prescribed six months prior to this procedure. One day post procedure, heparin was discontinued. Two days post procedure, the patient complained of chest pain and angiography confirmed a thrombosis on the distal side of one of the stents. The thrombus was aspirated and flow was confirmed. Poba was done several times for the remains of the thrombus, unknown type and size of balloon. An intra-aortic balloon pump (iabp) was inserted and removed five days later. No patient complications were reported. Patient status is noted as "recovering."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.